Event description:
The customer's pump will not charge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.